Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location') in a 23-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy on (B)(6) 2015, cervical conization in (B)(6) 2014, suction curette retained placenta on (B)(6) 2014, colposcopy in 2004, anemia, dysplasia, pap smear abnormal, nonspecific abnormal papanicolaou smear of cervix, loop electrosurgical excision procedure, endocervical curettage, dysfunctional uterine bleeding, vaginal discharge, sexually transmitted disease, abdominal pain, cramp in lower abdomen, constipation, hypertension, cystitis, hematuria, dysuria (urgency and frequency) and pregnancy. Concurrent conditions included human papilloma virus infection since (B)(6) 2015, fatigue and ovarian cyst. Concomitant products included hydroxyzine from (B)(6) 2016 to (B)(6) 2017, ibuprofen, paracetamol (acetaminophen) and vitamins nos (multivitamin) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month after insertion of essure (ess205). In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced bladder disorder ("bladder / urinary") and urinary tract disorder ("bladder / urinary"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, depression and anxiety outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: four to five coils extended into the uterine cavity on each side. There were no complications. Discrepancy related to device confirmation test, earlier reported was hsg done now as per pfs plaintiff didn't underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on (B)(6) 2015: positive.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records vaginal bleeding, anxiety, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Events added from pfs- bladder / urinary. Outcome of event pelvic pain, menorrhagia, vaginal haemorrhage were updated. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location') in a 23-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy on (B)(6) 2015, cervical conization in (B)(6) 2014, suction curette retained placenta on (B)(6) 2014, colposcopy in 2004, anemia, dysplasia, pap smear abnormal, nonspecific abnormal papanicolaou smear of cervix, loop electrosurgical excision procedure, endocervical curettage, dysfunctional uterine bleeding, vaginal discharge, sexually transmitted disease, abdominal pain, cramp in lower abdomen, constipation, hypertension, cystitis, hematuria, dysuria (urgency and frequency) and pregnancy. Concurrent conditions included human papilloma virus infection since 25-feb-2015, fatigue and ovarian cyst. Concomitant products included hydroxyzine from (B)(6) 2016 to (B)(6) 2017, ibuprofen, paracetamol (acetaminophen) and vitamins nos (multivitamin) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month after insertion of essure (ess205). In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain"). On 24-mar-2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced bladder disorder ("bladder / urinary") and urinary tract disorder ("bladder / urinary"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, depression and anxiety outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: four to five coils extended into the uterine cavity on each side. There were no complications.discrepancy related to device confirmation test, earlier reported was hsg done now as per pfs plaintiff didn't underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available):human papilloma virus test - on 17-apr-2015: positive..hysterosalpingogram - on an unknown date: essure device was successfully occluded.pregnancy test - on 15-jul-2014: negative. Quality-safety evaluation of ptc:unable to confirm complaint most recent follow-up information incorporated above includes:on 22-jun-2020: quality safety evaluation of ptc (product technical complaint).based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location') in a 23-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy on (B)(6) 2015, cervical conization in (B)(6) 2014, suction curette retained placenta on (B)(6) 2014, colposcopy in (B)(6) , anemia, dysplasia, pap smear abnormal, nonspecific abnormal papanicolaou smear of cervix, loop electrosurgical excision procedure, endocervical curettage, dysfunctional uterine bleeding, vaginal discharge, sexually transmitted disease, abdominal pain, cramp in lower abdomen, constipation, hypertension, cystitis, hematuria, dysuria (urgency and frequency) and pregnancy. Concurrent conditions included human papilloma virus infection since (B)(6) 2015, fatigue and ovarian cyst. Concomitant products included hydroxyzine from (B)(6) 2016 to (B)(6) 2017, ibuprofen, paracetamol (acetaminophen) and vitamins nos (multivitamin) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month after insertion of essure (ess205). In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: four to five coils extended into the uterine cavity on each side. There were no complications. Discrepancy related to device confirmation test, earlier reported was hsg done now as per pfs plaintiff didn't underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on (B)(6) 2015: positive. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records vaginal bleeding, anxiety, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs received: new event "abdominal pain" were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location') in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy on (B)(6) 2015, cervical conization in (B)(6) 2014, suction curette retained placenta on (B)(6) 2014, colposcopy in 2004, anemia, dysplasia, pap smear abnormal, nonspecific abnormal papanicolaou smear of cervix, loop electrosurgical excision procedure, endocervical curettage, dysfunctional uterine bleeding, vaginal discharge, sexually transmitted disease, abdominal pain, cramp in lower abdomen, constipation, hypertension, cystitis, hematuria, dysuria (urgency and frequency) and pregnancy. Concurrent conditions included human papilloma virus infection since (B)(6) 2015, fatigue and ovarian cyst. Concomitant products included hydroxyzine from (B)(6) 2016 to (B)(6) 2017, ibuprofen, paracetamol (acetaminophen) and vitamins nos (multivitamin) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month after insertion of essure (ess205). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: four to five coils extended into the uterine cavity on each side. There were no complications. Discrepancy related to device confirmation test, earlier reported was hsg done now as per pfs plaintiff didn't underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on (B)(6) 2015: positive.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records vaginal bleeding, anxiety, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: plaintiff fact sheet and medical record received. Events: abnormal bleeding vaginal, menorrhagia, psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish, migration of essure device location of device: unknown location, she did not undergo an essure confirmation test newly added. Reporter information updated. Essure stop date updated. Patient demographic information updated. Product information details updated. Other relevant history updated. Outcome of event "pelvic pain" was changed from "unknown" to "recovering/resolving". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.